Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A philips field service engineer (fse) reported that the device was failing therapy related portions of the opcheck (charge button/defib/pacer/pads ECG). No patient involvement was reported.